Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shortness of breath and lethargy and presented in clinic. Upon review, the right ventricular lead exhibited failure to capture due to dislodgement. The lead was explanted and replaced on (B)(6) 2019. The procedure was successful and the patient was discharged.